Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high out of range shock impedance measurement greater than 200 ohms. The lead serial number information and the associated patient information were not provided. The boston scientific representative noted that they were currently at a product replacement surgical procedure and asked boston scientific technical services (ts) if there is any way for the lead with a df-4 terminal connector to be placed into a is-1 device header port. Ts stated no and indicated there are no adapters available for use either. The representative indicated they were not sure what the physician will do but they will call ts back when they have more information. No resolution was noted and there were no subsequent calls or any additional information related to this issue that could be found in boston scientific systems. Subsequent attempts to gather additional information were unsuccessful. No patient symptoms or adverse patient effects were reported.